Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device was received with missing end cap sticker.

Event description:
It was reported that the customer reported had issues during prime/rewind. The blood glucose was 484mg/dl. Troubleshooting was performed. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. Advised the mother that the insulin pump would be replaced. No further information was provided.